Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The co2 bypass shaft kit was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported that the co2 absorber does not detect the co2 bypass shaft resulting in elevated co2 in the patient circuit. There was no report of patient involvement.

Manufacturer narrative:
Per engineering review, ventilation is not impacted by the reported issue. This was not a reportable malfunction.